Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the received device and found evidence of use as there was tissue build up on the jaws of the device. The teflon pad was inspected and found separated from the jaw exposing metal. There were also a char marks observed on the teflon pad. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The most likely cause for such teflon pad damage is due to no tissue or insufficient tissue between the probe and jaw when the device is activated. This type of damage on the device is attributed to the operator¿s technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Event description:
Olympus was informed that upon opening the packaging for thunderbeat, an unspecified part physically broke off of the hand piece. Olympus followed up with customer via telephone and in writing to obtain additional information regarding the reported event but with no results. No patient injury reported.